Manufacturer narrative:
The actual date of event is unknown. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 16jan2015. The review was performed from the date of manufacture to the present date 28jul2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported an unspecified event and the customer is requesting for keystroke log review to verify the infusion and make sure that everything was programmed the way it was supposed to be. It was noted that the nurse thought the medication bag was labeled incorrectly. However, the pharmacists said that the label was correct. It was then reported by the customer that there was a resolution with the issue at the clinician level and determined that there was an improper programming that caused the issue. Although requested, the information on patient involvement and event details were not provided.